Event description:
The customer received a high out of range control result of 170mg/d on the contour ts meter. The meter did not automatically mark it as a control test, which will be displayed as a blood result when accessing the meter's memory.no adverse event was alleged.the customer was satisfied with the troubleshooting during the call.product will not be returned for evaluation.

Manufacturer narrative:
See remedial action and correction/removal reporting number. This information was not provided in the initial report.